Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and fever. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with vancomycin 300 mg per day, for one day (route not reported) then 190 mg, "3" in three days and intraperitoneal (ip) ceftazidime 200 mg per day for peritonitis. The following day the treatment with ceftazidime was stopped. On the same day, the patient started treatment with ip gentamicin 20 mg per day. On unknown date, during hospitalization the patient was also treated with oral nystatin (dose, duration and frequency not reported, in accordance with the hospital protocol) for peritonitis. On the same day, the treatment with gentamicin was stopped. Seven days after admission, the patient was discharged from the hospital. Five days later, the treatment with vancomycin was stopped and the patient was considered fully recovered from the event. Extraneal and physioneal therapies were ongoing. No additional information is available.